Manufacturer narrative:
The filler was injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling complaint number: (B)(4).

Event description:
The healthcare provider reported injecting 1cc of smooth into the chin of a patient. The patient experienced prolonged swelling in the chin shadows.